Manufacturer narrative:
MDR 1219913-2020-00275 was filed on 22-sep-2020 for a discordant, falsely elevated advia centaur xp enhanced estradiol (ee2) result. 07-oct-2020: additional information: the customer reported a discordant patient result on the advia centaur xp enhanced estradiol (ee2) assay versus an alternate method. The patient is taking the medication zoladex and results higher than what the physician was expected were observed. Quality control and other patient samples are not affected. This issue only affected samples from this patient. The patient sample is not available for further internal investigation. Previous draws from this patient gave similar high results on the advia centaur xp ee2 assay. Siemens has not previously tested zoladex and has no claim documented in the advia centaur enhanced estradiol (ee2) instructions for use (IFU) specificity section. The instructions for use (IFU) under the interpretation of results section states the following: "for diagnostic purposes, the results should always be assessed in conjunction with the patient's medical history, clinical examination and other findings." A product non-conformance has not been identified. The customer continues to process samples for ee2 and report results. The physician will no longer send samples from this patient to be tested on the advia centaur xp enhanced estradiol (ee2) assay. The assay is performing within specifications. No further evaluation of the device is required. In section h6, the investigation findings code and the investigation conclusions codes were revised.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report a discordant, falsely elevated advia centaur xp enhanced estradiol (ee2) result on a patient taking the medication zoladex® (goserelin acetate). Siemens is investigating. The IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
A discordant, falsely elevated advia centaur xp enhanced estradiol (ee2) result was obtained on a patient sample. The result was reported to the physician and questioned. A lower result was expected by the physician due to administered medication. The customer sent the sample to an alternate laboratory with an alternate estradiol test method, resulting lower. The lower alternate estradiol test result was accepted by the physician. There are no reports that treatment was altered, prescribed, or adverse health consequences due to the discordant, falsely elevated advia centaur xp enhanced estradiol (ee2) result.